Event description:
The initial reporter received questionable elecsys hcg + beta test system results for six patients tested on two cobas 8000 e 801 modules with serial numbers (B)(4). The questionable results were reported outside of the laboratory. The results were questioned by the dermatologist, who stated that the results were unexpectedly high. The reporter is inquiring if there is a possible interference from the patients' vitamin a treatment with the assay. On (B)(6) 2021, sample (B)(6) had an initial result of 11.5 u/l from the (B)(4). On (B)(6) 2021, the repeat result was <0.2 u/l from the (B)(4). On (B)(6) 2021, sample (B)(6) had an initial result of 16.5 u/l from the (B)(4). On (B)(6) 2021, the repeat result was <0.2 u/l from the same analyzer. On (B)(6) 2021, sample (B)(6) had an initial result of 1.95 u/l from the (B)(4). On (B)(6) 2021, the repeat result was <0.2 u/l from the same analyzer. On (B)(6) 2021, sample (B)(6) had an initial result of 14.7 u/l. On (B)(6) 2021, the repeat result was <0.2 u/l. On (B)(6) 2021, sample (B)(6) had an initial result of 9.69 u/l from the (B)(4). On (B)(6) 2021, the repeat result was <0.2 u/l from the (B)(4). Sample 6 had an initial result of 2.4 u/l. The repeat result was <0.2 u/l. The repeat results were deemed correct by the dermatologist.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The calibration trace signals were within expectations. The qc recovery was within expectations. The instrument-related information was requested but not provided. The investigation determined that the drug isotretinoin has no impact on the elecsys hcg + b assay performance. The cause of the event could not be determined.